Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the screen was not working. The investigation is ongoing.

Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was swapped out for another v60. The customer called technical support to report that the screen was not working. The biomedical engineer (bme) tested the device but could not duplicate the reported issue. The bme cleaned the device and successfully performed visual and functional tests. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.